Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Pan, i.w., kuo, g.m., luerssen, t.g., lam, s.k. Impact of antibiotic prophylaxis for intrathecal baclofen pump surgery in pediatric patients. Neurosurgical focus. 2015; 39(6):e10. Doi: 10.3171/2015.9.focus15385. Summary: this study explored antibiotic prophylaxis (ap) in pediatric patients undergoing intrathecal baclofen pump (itbp) surgery and factors associated with perioperative ap compliance with clinical guidelines. Reported events: missed preoperative antibiotic administration, was correlated with a significantly higher 6-month surgical complication/infection rate (27.03%) compared with bundled compliance (20.00%, p = 0.021). Follow-up was being conducted to obtain the concentration and dose, therapy dates, and lot number of baclofen being delivered, concomitant medications, relevant medical history, event date, device information, patient identification, diagnostics performed, actions/interventions taken, cause of the infection, and patient outcome. See attached literature article